Manufacturer narrative:
The actual sample was discarded by the user facility. The device history record could not be reviewed because the lot number was not provided. As a finished good, qa performs random visual inspections for damaged components prior to product release. The instructions for use states the following precautions. (B)(4).

Event description:
It was reported via medwatch that while attempting to manually pull the drain, the end piece became stuck in the closure and broke off in the pt. The drain was placed in the lumbar area on (B)(6) 2011 for drainage and removed on (B)(6) 2011. The pt is stable.